Manufacturer narrative:
Product analysis # (B)(4): (B)(6) 2019,10:32:23 cst webmremote ws interface update: sfdc mnav external reference type : salesforce external, reference ID : (B)(4), author/date/subject/note: (B)(6)/(B)(6) 2019 / auto created from work order (B)(4) / record type updated from o2 system checkout to o2 system checkout (closed). Author/date/subject/note: (B)(6)/ (B)(6) 2019/ work order: (B)(4), added to complaint / status: completed date completed: (B)(6) 2019, hardware: pass. Software: pass. Instruments: pass. Mechanical tests: pass. Imaging modalities: pass. Cable grade: a. Record type: o2. System checkout contact: (B)(6), system inspection: pass. Does the system perform as intended?: yes. Were hardware parts replaced?: no. Action/resolution: tightened door cable nut and adjusted door switches. A medtronic representative went to the site to test the equipment. Testing revealed that the door cable nut needed to be tightened and the door switches needed to be adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when the site brought the imaging system around the patient and closed the gantry it did not show the door was actually closed. Colin instructed them to manually squeeze the gantry door and they were able to get it to display closed. They were able to continue the case. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
If follow-up, what type: additional information: event: corrected from "an imaging device being used outside of procedure" to "an imaging device being used for a sacroiliac and thoracolumbar procedure" medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when the site brought the imaging system around the patient and closed the gantry it did not show the door was actually closed. Colin instructed them to manually squeeze the gantry door and they were able to get it to display closed. They were able to continue the case. There was no patient impact reported and a less than one hour delay to surgery.